Manufacturer narrative:
Product event summary #(B)(4). Performance data was collected and analyzed. The save to disk (s2d) primary finding noted analysis unknown/not analyzed. The s2d files are corrupted and cannot be translated.

Event description:
It was reported that the patient had symptoms and received multiple shocks. However, the therapy was less than the programmed energy level. The device was explanted and was replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary #(B)(4) the device was returned and analyzed. The primary analysis finding noted no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.